Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received two safety check alarms. The patient's blood glucose at the time of incident was 154 mg/dl. During troubleshooting the customer was advised to clear the alarms. The insulin pump prompted the customer to restart the insulin pump: the customer activated the restart but the insulin pump did not restart. There were also multiple battery failed alarms in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 41 or pump error 21 noted during testing. Pump error 53 found in the pump history software error. The device was received with low reservoir alert functioning properly during testing. No unexpected low reservoir alarms or no reservoir alarms noted during testing using a water fill test reservoir. Units left on status screen matched properly with units left on test reservoir. The motor was tested outside of device and passed. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratches on lcd window.